Event description:
It was reported that the customer was hospitalized due to a fever. The customer's mother stated that the customer has high blood glucose levels around 400 mg/dl. The customer's mother also stated that her perceived result of the event is not the insulin pump but than infection caused by the fever. The customer's mother also stated that the customer has been off the insulin pump during the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.